Event description:
A malfunction was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reappears.